Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit. The capsule was calibrated then placed, and the recorder status showed "searching for capsule". The customer select cancel and restart the recorder, then select start study, but the recorder still failed to detect the capsule. The customer used a second recorder, but it also failed to search the capsule. The capsule stopped transmitting after placement. There was no patient and user harm.